Manufacturer narrative:
E1: patient country: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient had no sufficient subcutaneous tissue where infusion set was inserted and experienced high blood glucose event for greater than four hours which was treated by insulin pump on (B)(6) 2026.